Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Visual examination of the provided pictures identified scratches to the ceramic head and rounding/wear of the liner rim. The liner is covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 650-1064 lot# 753270 cer option type 1 tpr sleve -6; cat# 650-1057 lot# 673200 cer bioloxd option hd 36mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right tha that was subsequently revised approximately 7 years later due to dislocation. The head and liner were revised to a dual mobility option. Attempts have been made and no further information has been provided.